Event description:
The subject device was used during a procedure of resection of retroperitoneal mass, left hemi kidney and spleen. The ptfe pad of the device was partially separated. The procedure was completed with another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The subject device in this report in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. Osmc received the photo of the device and omsc confirmed that the ptfe of the device was partially peeled from the jaw. Lot# of the device was not reported. But this device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Based on the similar cases, there was a possibility that the reported event occurred since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. The instruction manual of the subject device already states. Warnings: do no activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.